Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead moved. Additional information from the field confirmed that lead moved was referring to lead micro-dislodgement. The lead remains in service. No adverse patient effects were reported.